Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit alarmed #02 autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) tested in diagnostics and observed no pneumatic leak test operation. Always displaying ¿plug iab port¿, isolated failure to pim, k4 inoperative. Fse replaced pneumatic module assembly, this corrected the issue. Performed 30 psi calibration and all manifold leak test, passed to specifications. Returned to customer and cleared for clinical use. The final investigation has been completed by failure analysis and testing department. The failure analysis and testing dept. Could not installed the patient interface module into the cardiosave test fixture serial number and tested the patient interface module to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q. The failure analysis and testing dept. Could not test for the failure of the patient interface module failure - "plug iabp port message - k4 inoperative" due to the physical damage of the pim itself. See the attached files for reference. Retaining the patient interface module in the fat dept. Per procedure 0002-07-d008 rev ak.

Event description:
It was reported that during a scheduled preventive maintenance by the end user, the cardiosave intra-aortic balloon pump (iabp) unit alarmed #02 autofill failure. It was not filling the balloon. There was no patient involvement.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Could not installed the patient interface module into the cardiosave test fixture serial number (B)(6) and tested the patient interface module to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q. The failure analysis and testing dept. Could not test for the failure of the patient interface module failure - "plug iabp port message - k4 inoperative" due to the physical damage of the pim itself. See the attached files for reference. Retaining the patient interface module in the fat dept. Per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined

Event description:
N/a.